Manufacturer narrative:
One cardiomems hospital electronic system with model name cm3000 and sn (B)(6) was received for evaluation. Visual inspection determined that there was no physical external damage to the device. The reported event that the device had "signal acquisition issues" was confirmed. During initial testing, the device was not able to pass the button tests or the accuracy and distance tests. The wand was opened up, and it was determined that the j1 connecter was partially disconnected. The root cause of the reported issue was determined to be a partially disconnected j1 connecter within the device wand. During investigation, it was noted that the device had passed expected product lifetime of 5 years as stated in the IFU. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that a cardiomems implant procedure was aborted due to hospital electronics system signal acquisition issues. The rhc and lhc procedures were not being performed primarily for the implant. The patient was implanted 5 days later without incident.